Event description:
It was reported that the user changed to a 6 mm, 23-inch infusion set that morning while using the ilet system and subsequently experienced a blood glucose value of 400 mg/dl without symptoms. Symptoms included no reported clinical effects. Outcomes included troubleshooting education and planned follow-up for potential supply change, with replacement infusion sets and cartridges arranged. Investigation included customer troubleshooting and education. Investigation of this case revealed that the cause of the high glucose was unclear, with no confirmed device malfunction or component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.